Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure unable to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer struggled to open after three clicks. A field service engineer (fse) found no issues with the drawer. The fse and the customer tested the drawer multiple times successfully. The hardware was also tested using the hardware test application.